Event description:
Received call from patient stating that curlin pump failed with error message "motor stalled". Patient asymptomatic and will delay hydration infusion until new curlin pump can be delivered to patient in am.